Event description:
It was reported that during a da vinci-assisted surgical procedure, a recoverable error had occurred twice. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed two occurrences of error 32098, indicating a motor fault reported on universal surgical manipulator (usm4). History showed the usm4 was recently replaced. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 4 due to multiple occurrences of 32098 faults. The fe was unable to reproduce issue while on site. The system tested and verified as ready for use. Isi has received the usm involved with the complaint and completed the evaluation. The unit was analyzed, and the reported issue could not be replicated by failure analysis during the in-house testing although the error was confirmed via system logs as having occurred in the field. The unit was tested on an in-house system where it passed normal mode with no related errors. The unit was also tested on an in-house patient fixture platform where it passed all tests with no related errors.